Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not describe full diagnostic test results. Relevant tests/laboratory data, corrected data: initial report inadvertently provided incorrect diagnostic test results.

Event description:
Diagnostic test results also indicated that the programmed output current of 2ma could not be delivered due to the high impedance, and only 0.75ma could be delivered. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
High impedance was observed on a patient's device. X-rays of the patient's chest and neck were taken by the physician, and the images were provided to the manufacturer for review. In the images, the lead connector pin appeared fully inserted into the generator header. The filter feed thru wires appear intact, and the lead wires appeared intact at the lead pins. A portion of the lead appeared to be routed behind the generator. A small gross fracture was visible behind the bottom left lower quadrant of the generator. Programming history was also provided. System diagnostic tests confirmed the high impedance value. Impedance values during the prior clinic visits were within the normal limits. The impedance values fluctuated between 600 and 1300 ohms for the latter portion of the programming history. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #01 inadvertently did not include distributor assessment of the cause of the event report source, corrected data: follow-up report #01 inadvertently did not indicate the international distributor as the source of new information date received by manufacturer, corrected data: follow-up report #01 should have indicated 3/09/2018 as the date new information was received. If follow-up, what type, corrected data: follow-up report #01 inadvertently did not indicate new information was received.

Event description:
The distributor believed that due to the nearly 12-year implant life of the lead, the lead became fractured as a result of mechanical stress. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The physician reported that she had observed the impedance value change from less than 1000 ohms to approximately 8000 ohms at an earlier clinic visit. The patient underwent lead and generator replacement surgery, but the explanted devices have not been received by the manufacturer to date. The physician believed that a looped area of the lead had become kinked and then later autogenously fused. She noted that the lead eventually became fractured, as observed in x-ray images. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were received by the manufacturer for analysis. Analysis was approved for the generator. When received the data was downloaded from the generator and reviewed. The impedance values before and after the most recent significant impedance change indicated showed high impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis has not been completed for the lead to date.

Event description:
Analysis was approved for the lead. The lead was returned in 5 pieces, and the anchor tether and portions of the inner tubing, coils, and tie downs were not returned. Setscrew marks observed on the connector pin provide evidence of proper contact between the generator and connector pin. Two lead breaks were observed in the connector pin coil. Microscopy identified extensive pitting at this location, which prevented identification of the fracture type. The abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for the dried body fluids observed inside the lead tubing. Other than the observed anomalies, no other problems were identified with the lead. No additional relevant information has been received to date.